Manufacturer narrative:
Initial.

Event description:
It was reported that the customer received a 90-day shipment of ilet cartridges packaged in a plastic bag rather than the usual cartridge kit and that needles for the syringes were missing. Symptoms included no adverse clinical effects. Outcomes included replacement cartridge kits arranged for delivery. Investigation included complaint intake and product replacement logistics review. Investigation of this case revealed a packaging and component omission associated with the cartridge kit, with the affected lot not verified due to unavailability during the call. It was concluded, based on previously established findings for similar reports, that the cause was likely a packaging process error.